Event description:
We became aware on 1/05/2026 that a second surgery was performed to adjust the postion of a sign im nail implanted to repair a fracture. The im nail was protruding into the ankle joint. Surgeon comment: "revision of first surgery because of protruding nail in ankle joint."

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the second surgery is poor positioning of the implant. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveilance activities.